Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: stockert 70 system (model# m-5463-01 serial# (B)(4)).

Event description:
It was reported that a patient (B)(6) female, underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. There was a non MDR reportable magnetic sensor error on the carto 3 system when the smarttouch catheter was connected. Changing out the catheter resolved the issue and the procedure was continued. Near the end of the procedure, the patient suffered a perforation. The procedure was aborted and a pericardiocentesis was performed. The cause of the perforation or the location is unknown. Stockert settings were for 30-35 watts anterior and 20-25 watts posterior. Additional information was received on the event. A transseptal puncture was performed with a brockenbrough needle dilator and sheath. The transseptal was not relevant to the event. Anticoagulation was given to the patient and maintained at 300-350s during the procedure. The last ablation was on the posterior wall near the right superior vein. This was not the site of injury. The physician was repositioning his ablation catheter to get better contact on the posterior wall near the right superior vein. It is unknown exactly where the perforation occurred but it was within this area when pressures started to drop. Flow setting was 2ml/min at time of perforation. Agilis sheath was used during the procedure. There were no error messages observed on biosense webster equipment during the procedure. The patient was taped, pericardial fluid was drained and patient was stable and out of danger afterwards. The patient did not require hospitalization for the event. The patient has fully recovered.

Manufacturer narrative:
This complaint involved two catheters. One catheter had an error 105 (not MDR reportable) upon connection and was replaced. The second catheter was used and later in the case the physician perforated while adjusting his catheter position. Only one of the two devices used during the procedure was received for analysis. After multiple follow up attempts, it was verified both catheters were sent back to biosense webster for analysis, however the second catheter was not received. No tracking number was available to locate the second catheter as it was not shipped in the same box as the catheter that was received. Is for the catheter that was received by bwi. If the second catheter is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4). It was reported that a patient (B)(6), female, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and there was a non MDR reportable magnetic sensor error on the carto 3 system when the smarttouch catheter was connected. The catheter was changed and the procedure continued. The patient later suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the magnetic and force sensor of the catheter was tested on carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system, however failed the functionality test and error 105 was displayed. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding an error code on carto 3 has been verified. Based on available analysis results, complaint appears to be caused by internal bwi processes; therefore an internal corrective action was created to address a potential pcb issues/intermittency. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/25/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).